Event description:
It was reported that the device had recorded greater than six hours of atrial tachycardia/atrial fibrillation (at/af); however, the cardiac compass did not record any episodes of at/af. The device was found to be in mode switch. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Data storage - no anomalies were found. S2d indicates ataf episodes recorded between (B)(4) 2012 and (B)(4) 2012.